Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by arthroscopy, sports medicine, and rehabilitation titled "association of lateral extra-articular tenodesis with improved graft maturity on MRI 2 years after acl reconstruction with quadriceps tendon autograft in skeletally immature athletes." The study reviewed twenty-nine (29) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. Three (3) patients had per-implant cystic changes with peek swivelock during the six (3) year follow-up period. Ref: retzky, j. S., et al. (2024). "Association of lateral extra-articular tenodesis with improved graft maturity on MRI 2¿years after acl reconstruction with quadriceps tendon autograft in skeletally immature athletes." Orthop j sports med 12(1): 23259671231211885.